Event description:
The customer reported a speaker failed.

Manufacturer narrative:
The customer reported that they experienced a speaker that failed. Based on the available info from the biomed at the customer site, the speaker had no sound. The device is being returned to the product support engineer for evaluation and testing. Philips is in the process of obtaining additional info regarding this issue, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.